Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.

Event description:
It was reported that the patient underwent a pocket revision to move the location of the ipg. The position of the device was uncomfortable for the patient. The patient was reportedly doing well after the revision.